Event description:
It was reported that the patient's pump pocket was uncomfortable so the pump was relocated from the patient's left abdomen to the left hip. No further revision or troubleshooting was required. Following the procedure the patient was reported to be "doing well". The drug used was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter.